Event description:
The patient was being treated for a pulled calf muscle. Within the first few minutes of treatment, the patient's calf began contracting. The unit was turned down to a more comfortable setting and treatment resumed for 10 minutes. The next day, the patient reported a burn. The therapist described it as two red squares where the electrodes had been placed and there were two "pimple" sized blisters. The therapist reported he had seen these before, and was really not concerned with the injury. Later, the patient told the therapist he had to see his physician because the blisters had burst, and caused a hole in his leg. The patient was given antibiotics. The therapist feels the patient probably scratched the area making it worse.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification, and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.